Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set was back flushed from the primary bag (ringer lactate) and the fluid in the tubing turned cloudy. The fluid reached the chamber of the tubing only. Solution in the primary bag and primary tubing was clear with no sign of cloudiness or contamination. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No visible particulate was identified in the sample or solution in the sample. Pressure test was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.